Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's therapy pcb assembly. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed therapy pcb assembly and determined that the cause of the reported issue was due to a leaky capacitor, designator c160.

Event description:
The customer contacted physio-control to report that there is an error code logged in the device's memory. The error code logged is indicative of a failure of the device to function in AED mode and paddles lead ECG being inoperative. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that there is an error code logged in the device's memory. The error code logged is indicative of a failure of the device to function in AED mode and paddles lead ECG being inoperative. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.